Event description:
It was reported that a pt underwent a sling procedure and a diagnostic hysteroscopy on (B) (6) 2010. The surgeon has seen the pt post-operatively and the pt is complaining of pain in her vagina, near the ischial pubic ramus, where the tape seems to lie. The surgeon can palpate the sensitive area on the pt and the pt is complaining of pain when she sits. The surgeon opines the pain is from possible damage to a nearby nerve. Neurontin 100mg three to four times per day was prescribed.

Manufacturer narrative:
(B) (4). (B) (4). Pain occurred. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.